Event description:
Information was received that this smiths medical medfusion 4000 pumps exhibited "travel reverse failure" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No patient injury. No reported adverse effects.